Event description:
It was reported the pt no longer had stimulation and was unable to communicate with the ipg using the charging system. A replacement charging system was sent to the pt, but the pt reported the new device would not communicate with the ipg. It was reported the pt was to be scheduled for an appointment regarding the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.